Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed loss of right ventricular capture and elevated left ventricular capture threshold exhibited by the implantable cardioverter defibrillator. No interventions were made. There were no patient symptoms reported.